Event description:
It was reported that it was discovered that the wrong mdm insert was opened for this case. Doctor made aware. (B)(6) 2013, the sales rep confirmed that a 48g mdm insert was implanted instead of a 46f mdm insert that should have been implanted. According to the sales rep, the appropriate measures were taken to confirm the implant before it was opened to the field by the or nurse. No one was aware that the mistake had taken place at the time. When the sales rep was restocking, the mistake was realized. The rep immediately made the surgeon aware of the mistake and the patient was revised on (B)(6) 2013.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding user error involving an adm liner was reported. The event was confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that a 46f adm liner was implanted but a 48g adm liner should have been implanted. A review of a sample of labels that would have been attached on the outer box noted that the insert of the adm is clearly marked. However, there is no evidence that it is manufacturing related.

Event description:
It was reported that it was discovered that the wrong mdm insert was opened for this case. Doctor made aware. December 9, 2013, the sales rep confirmed that a 48g mdm insert was implanted instead of a 46f mdm insert that should have been implanted. According to the sales rep, the appropriate measures were taken to confirm the implant before it was opened to the field by the operating room nurse. No one was aware that the mistake had taken place at the time. When the sales rep was restocking, the mistake was realized. The rep immediately made the surgeon aware of the mistake and the patient was revised on (B)(6) 2013.